Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened all the buttons dome switch. No blank display noted. Unit had cracked display window corners.

Event description:
Customer reported that she had a low blood glucose episode and her insulin pump did not delivered any insulin. Customer stated that she had pushed on the back of the reservoir in order to give herself some insulin. Customer stated that the insulin pump alarmed motor error. Nothing further was reported.